Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 586mg/dl. Troubleshooting was performed. The programming and history in the insulin pump appeared to be correct. Ran a fixed prime, high pressure, and self test and passed. The customer mentioned having a similar event last summer. The customer stated that the insulin was coming out of the device and she had a kidney failure. The customer was in a coma for five days. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.